Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information; diagnosis: rectal cancer.

Event description:
It was reported that on (B)(6) 2019 the patient's PICC line was attached to an elastomeric ball (pump) to deliver fluorouracil chemotherapy over a 48 hour period. The texium was in place at the end of the tubing to the elastomeric ball; this was attached to the tubing from the port. On (B)(6) 2019 at the time of disconnect, the nurse noted that the tubing to the elastomeric was possibly kinked. The nurse also noted that there was white residue all around the area from the texium to the ball luer lock. The patient's vital signs remained stable and there was no need for additional medical intervention.

Event description:
It was reported that on (B)(6) 2019 the patient's PICC line was attached to an elastomeric ball (pump) to deliver fluorouracil chemotherapy over a 48 hour period. The texium was in place at the end of the tubing to the elastomeric ball; this was attached to the tubing from the port. On (B)(6) 2019 at the time of disconnect, the nurse noted that the tubing to the elastomeric was possibly kinked. The nurse also noted that there was white residue all around the area from the texium to the ball luer lock. The patient's vital signs remained stable and there was no need for additional medical intervention.

Manufacturer narrative:
The customer¿s complaint that the texium leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.